Event description:
The clinician reports the implant was inserted (B)(6) 2025. On (B)(6) 2025, loosening of implant not related to bone ingrowth was verified on tooth #16. According to the information, the patient has hypertension, cardiac problems, hiv. At the event, the patient experienced: pain. Observed during the event: mobility. The device was forwarded to the manufacturer. No patient operative or post-operative complications reported.